Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery would not charge in the battery charger or in the cardiosave. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service representative reported that this particular complaint battery was not used on patients, and that a replacement battery was delivered to the customer.

Event description:
It was reported that a new battery for the cardiosave intra-aortic balloon pump (iabp) would not charge in the battery charging station. The battery was inserted in the cardiosave iabp and charging did not start either. There was no patient involvement, and no adverse event reported.